Manufacturer narrative:
H11: the actual device was received for evaluation. During visual inspection a disconnection was observed between the tubing and the drip chamber. The reported condition was verified. Upon further inspection, the tube was noted to be under inserted inside the pip of the chamber, and no traces of solvent were present on the tube. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 'set extender' of a clearlink solution administration sets was separated from the drip chamber. This was observed while opening the package. There was no patient involvement. No additional information is available.